Event description:
It was reported that the pump indicated a data log corruption. There was no information provided regarding the impact on the customer's blood glucose level. The pump was replaced, and the customer reverted to an alternate method of insulin therapy.